Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer followed up with the site and was advised that the issue was resolved by restarting the generator along with the system. No site visit was conducted. The system was working properly, and no additional action was required. An procedure review was performed to confirm that the inguinal hernia procedure was performed on (B)(6) 2022 on system (B)(4). This complaint is considered a reportable event due to the following conclusion: the surgeon converted to an open procedure due to being unable to adjust the cautery settings on the surgeon side console. The reported issue was resolved through a reboot of both the generator and the system. The patient tolerated the conversion with no complications.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure that the surgeon was not able to view or adjust the cautery settings at the surgeon side console (ssc) touchpad. The caller power cycled the generator, with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) found no related errors in the logs. The tse walked the caller through an additional power cycle, with no change. The caller stated that the generator was intermittently not displaying the monopolar cut box on the touchscreen, as well as intermittently displaying question marks next to all four outputs, when no output cables were connected. The tse walked the caller through connecting a bipolar instrument and cable to the universal surgical manipulator (usm) to determine if the generator was going to display usm 1 by the bipolar connector, which the generator intermittently displayed. The caller replaced the bipolar energy cable, with no change. The caller tested the monopolar energy in the same manner, with the same result. The tse asked if the caller had a 3rd party generator to use as a replacement. The surgeon opted to convert to an open procedure. There were no reports of patient injury. Isi followed up with the customer to confirm that the surgeon was unable to view or modify the cautery settings on the surgeon side console (ssc). The patient tolerated the procedure conversion well. System functionality was checked upon powering on the system. The system powered on without errors.